Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged charge/battery lasts less than expected, rewind anomaly, and unspecified e/a alarm. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked keypad overlay, cracked case above arrow and battery icon, and faded serial number label identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. In further full review in the pump history, no battery related alarms were found in the range of the event date of (B)(6) 2021. No confirmed rewind anomaly alarms in the pump downloaded history. No confirmed unspecified e/a alarm in the pump downloaded history on (B)(6) 2021. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. Motor was taken to the test bench where it rewound with no errors or alarms noted. Device passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected rewind anomaly, battery related, nor unspecified e/a alarms during testing. In summary, insulin pump passed required testing. Customer alleged for charge/battery lasts less than expected was not confirmed. Customer alleged for rewind anomaly was not confirmed. Customer alleged for unspecified e/a alarms was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error during the rewind process and need to rewind the insulin pump more than once to get it to rewind fully. Customer stated they received this error while changing the reservoir. Customer stated that transmitter stay charged only for 5 up to days. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.